Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart alarm and dead so changed batteries 3 different times but did not work. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that finally was able to get a battery to work and then another alarm went off with battery being dead with no insulin along with black circle. Customer reported they were able to clear the alarm. Customer able to complete rewind. Customer stated that alarm occurred shortly after inserting a new battery and multiple alarm occurred after battery change. The device will not be returned for analysis.